Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during cataract surgery, in the right eye, poor vacuum was experienced during phacoemulsification. The procedure was completed following a five minute delay using the same equipment. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 10, 2010. Based on qa assessment, the product met specifications at the time of release. There was no problem was found, related to the reported event. Therefore, the root cause could not be determined conclusively. (B)(4).